Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Rn on 2500 b complained that tubing ref (B)(4) is too flimsy and kinks just above the male luer near the patient IV access site. This results in nuisance occlusion alarms.